Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Resolution confirmed on call

Event description:
Medtronic received information regarding a navigation system. It was reported that the imaging system's spins would hang up after a few spins and not transfer to the navigation system. The directory size was checked and the directory was expanded. There was no patient present when this issue was observed as this occurred outside of a procedure.